Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID tm90t0, serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving n/a via an implantable pump for unknown indications for use. It was reported that the communicator battery was depleting faster than before. The patient stated that the communicator would get depleted first before their handset. Agent sent a request to repair to replace the communicator. The patient also stated that the "myptm was not responding, close app or wait" was appearing on their screen.  Additional information indicated that after replacement of the communicator and handset the patient continued to receive the "ptm not responding" and "turn off/close app or wait" error. It was noted to only occur randomly. The patient was instructed to connect to the pump; after tapping the my ptm, the made a comment that the first 90% goes fast and then, takes forever the last 10%. The caller was walked through clearing data on the handset and was then able to connect to the pump without lag issue. The caller stated that ever since having the device, they have been closing all apps every time and then turn off the devices. They stated that they 'usually wait' or close app from that message and sees error '136'. They stated they will wait it out and it is unnerving when this happen in the middle of the night because they have to wait longer for the bolus or start over. Agent recommended to document the next time the message appears and can call back for further assistance. The caller has an appointment on the (B)(6).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.continuation of d10: product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.